Event description:
The patient received her scs system (B)(6) 2007. It was reported that the charger will no longer locate the ipg. The patient has stimulation. The patient was sent a new charger to help resolve the issue. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.